Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient was attending an event with a large crowd. He could not hear his dexcom alerts, so he kept checking his phone every 15 minutes for readings. The last cgm reading the patient remembered seeing was 115 mg/l. The patient eventually had a seizure. The patient did not mention feeling any symptoms leading up to the seizure. At some point during the seizure, the cgm was reading 97 mg/dl. Emergency medical services (ems) was called, and when they arrived his bg reading via fingerstick was 29 mg/dl. Ems treated the patient by ¿dribbling juice¿ into his mouth. Once the patient stopped seizing, the patient¿s spouse gave him a glucose tablet and a soda to drink. The patient declined being brought to the hospital. The patient was in good condition at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.